Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; partial lead in segments returned.

Event description:
High v-v interval counts were recorded during device interrogation, suggesting oversensing. The lead was explanted and replaced. Additional information was subsequently received from an attorney alleging the patient "experienced inappropriate and/or excessive shocking, fracture, or other injury requiring medical intervention." No further patient complications have been reported as a result of this event.